Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery dropped from 85% to 1% while connected to a power source. The customer's blood glucose level was 236 (mg/dl). The customer declined follow up to ensure backup therapy was obtained.